Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.

Event description:
It was reported that a male pt was taken to the cardiac cath lab to have elective catheter placement prior to coronary artery bypass graft (CABG) surgery. The right femoral artery site was accessed with the sheath in place. The intra-aortic balloon (iab) fiberoptix sensor (fos) catheter would not advance through the sheath and the physician was also unable to withdraw the catheter from the sheath and the physician was also unable to withdraw the catheter from the sheath. The sheath and catheter were removed from the pt together. The sheath was replaced with a 9fr gauge standard angiography sheath and a new fos iab catheter was advanced without incident. There was no reported pt death or injury. There was no surgical or medical intervention required. The therapy was delayed with time frame unk to obtain new catheter, insert and connect. There were no reported pt complications, with pt's outcome not reported. Reference MDR #1219856-2010-00541 for the second report involving the same pt.